Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the patient suffered an ischemic stroke during impella support. The patient was monitored following the event to ascertain the severity of the stroke. Support continued with the implanted pump throughout the event.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The device was not returned for investigation. As no clinical information was provided, the root cause of the stroke/cva could not be determined.